Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The ventricular lead exhibited noise; high ventricular rates were also noted. The noise was not reproducible with provocative movements. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.